Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned, they had been doing fine, but they got a red spot and sometimes it was sort of infected looking, it was where the wire connected into my spine. Patient mentioned that this first occurred in (B)(6), and they went to the doctor the first time because it had turned into a blister and they gave an antibiotic and then it went away. Patient mentioned that the second time this occurred was in (B)(6) and they did not go to the doctor this time and they sort of ignored it and then it went away and now they had another one. Patient mentioned that this most recent red spot was noticed on monday ((B)(6) 2017). Patient mentioned that this red spot did not hurt. Patient mentioned that they were traveling in the netherlands, they were getting out of a "deep bathtub and fell on my left side" and said this happened at the end of may. Patient checked the device today and "everything looks fine". Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33 lot# va1aekn serial# implanted: 2017 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The rep was informed that the patient fell stepping out of a hotel bathtub in may, however impedance tests showed no abnormal impedances and it did not appear that the fall affected the device. In (B)(6) the patient identified an infection at the lead insertion site and was prescribed antibiotics which caused the infection to subside, however in (B)(6) the infection returned and took an over the counter topical. When the infection returned the patient did not see their healthcare provider (hcp) and the patient saw improvement using the over the counter topical. The infection returned a third time and the patient saw their hcp and the rep. The infected area presented as raised, visibly pink/red with a dark (black) spot in t he center,and was tender to the touch. The patient wanted to have the site of infection explored and would be scheduled for surgical exploration or the infection and the hcp would explant the system if necessary. The surgical procedure had not yet been scheduled at the time of this report, patient status is unknown at the time of this report, and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1aekn, implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. Cause of the red spot, blister, and infection was determined, but the patient didn't list what the cause was. The actions/interventions taken to resolve the red spot, blister, and infection was the ins was explanted on (B)(6). No further patient complications have been reported as a result of this event.